Event description:
This pt received their nucleus cochlear implant about six years ago and has never received therapeutic benefit from the device. Their surgeon and audiologist concluded that the pt's auditory nerve wasn't able to respond to electrical stimulation (i.e., that the cause of the pt's deafness was noural vs. Sensory) and recommended implantion with a nucleus 24 auditory brainstem implant (abi). Subsequently their cochlear implant was removed and replaced with an abi in 2004. [Please note that the nucleus 24 abi is indicated for use in pts who have neurofibomatosis type ii in the u.s., but tends to be prescribed more broadly as a treatment for " viith" nerve dysfunction in other countires.